Event description:
Boston scientific received information that, during a routine follow-up, it was observed this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The patient noted she heard beeping tones from the device. Upon interrogation of the device, it was observed this ICD was in middle of life 1 (mol 1) in (B)(6) 2011, and then reached eri in (B)(6) 2011. This sudden drop could not be explained. There was a concern that the battery had depleted earlier than expected. A replacement procedure will take place within the near future. Subsequently, additional information was received that a replacement procedure was performed. This ICD was explanted, and given to the patient to take home. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD was successfully replaced, and will not be returned to boston scientific for analysis. At this time there is no additional information. Should additional information become available this report will be updated.